Event description:
The report received from the affiliate indicated that a male patient with no significant medical history had an elective percutaneous coronary intervention (pci) done with the indication being angina, and a positive stress test. The mid left anterior descending (lad) coronary artery was found to have been a 90% stenosis that was moderately calcified. The lesion was pre-dilated with a fire star 2.0 x 15 mm balloon at 10 atm for 15 sec. A cypher select plus 2.5 x 18 mm stent was implanted at 16 atm for 15 sec. The stent was post-dilated (with the same balloon) at 18 atm for 15 sec. The balloon deflated but was difficult to remove. The stent delivery system (sds)/balloon was pushed distal and then retrieved with a lot of resistance. The resistance drew the guiding catheter abruptly into the vessel/stent. The sds was then withdrawn into the guiding catheter and removed. There was no dissection or patient injury/complication reported.

Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.